Manufacturer narrative:
The device was returned to biosense webster (bwi) for evaluation. A visual inspection evaluation, irrigation, temperature and impedance test of the returned device was performed following bwi procedures. Visual analysis revealed reddish material and a hole in the surface of the pebax. A temperature, impedance, and irrigation test were performed, and the results were found within specifications. No temperature or irrigation issues were observed. A manufacturing record evaluation was performed for the finished device [31320926l] number, and no internal actions related to the reported complaint condition were identified. The reddish material inside the pebax could be related to the temperature issue reported by the customer; therefore, the customer complaint was confirmed. The potential cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The catheter instructions for use (IFU) contain the following recommendations: do not scrub or twist the distal tip electrode during cleaning. When rf energy is interrupted for either a temperature or an impedance rise (the set limit is exceeded), the catheter should be removed, and the tip should be inspected for char/coagulum that may be present on the tip. If present, do not continue the procedure with the same catheter and replace the catheter. If no char/coagulum is present, flush the tip to ensure the irrigation holes are not plugged prior to reinsertion of the catheter inside the patient body. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac procedure with a qdot micro for which biosense webster¿s product analysis lab (pal) identified a hole in the surface of the pebax. Initially, it was reported that that an error 175 (temperature slope too high) was displayed on the ngen system. The qdot catheter was replaced, and the issue was resolved. The procedure was continued and completed. No adverse patient consequence was reported. The temperature issue was assessed as non MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The biosense webster, inc. Pal received the device and per the evaluation completion on 23-aug-2024, a reddish material and a hole in the surface of the pebax were observed. This was assessed as MDR reportable with an awareness date of 23-aug-2024.